Event description:
It was reported that the sheath broke and peeled from the valve hub.

Manufacturer narrative:
One 6f, 26cm, ultimum hemostasis sheath was returned for eval. A cap had been attached to one of the stopcock ports. The blood-like substance was present on the returned components. The suture-like material had been attached to the suture tie ring. The extension tubing and stopcock were detached from the hemostasis hub. The solvent location was consistent with the mfg procedure. The side port inside diameter inside diameter measurement, and the extension tubing inside/outside diameter measurements were within specification. A sticky substance, consistent with adhesive tape residue, was also noted on the extension tubing. Internal corrective actions were implemented to address the solvent application during the mfg process. Operator retraining and awareness documented the effects of side port detachment, as well as, the tolerances of the side port and tubing.